Event description:
It was reported that the patient with a history of recurrent dislocations was being revised from a depuy system to a stryker constrained liner. During the procedure, the patient allegedly sustained a fractured hip.

Manufacturer narrative:
An event regarding intraop fracture involving a tritanium shell and trident constrained liner was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: no evidence for device-related factors in the current information. As such, root cause of failure is an adverse mix of patient-related factors (prior bone defect condition due to surgical approach and cement use) plus procedure-related factors (unavailability of specific instruments for the surgical job) while there is no evidence that device-related factors have played any role. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the medical records by a clinical consultant concluded that the root cause of failure is an adverse mix of patient-related factors (prior bone defect condition due to surgical approach and cement use) plus procedure-related factors (unavailability of specific instruments for the surgical job) while there is no evidence that device-related factors have played any role. No further investigation is required. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient with a history of recurrent dislocations was being revised from a depuy system to a stryker constrained liner. During the procedure, the patient allegedly sustained a fractured hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.